Manufacturer narrative:
The account had been running with the same calibrator set points since (B)(6) 2009 when the analyzer was installed. The set points they had been running since that date are the set points for (B)(4) (the manual hba1c reagent) for hba1c calibrator (B)(4) lot 24 (exp. 01/01/2010). From shipping data, the lab has run (B)(4) lots 24, 26, 27, and 28 of (B)(4) since install, but the lab has no record of switching lots. Because %hba1c is a calculated test, having incorrect set points in for both total hb and hba1c will affect each sample differently. The results for total hb and hba1c are not reported out of the analyzer. The only result displayed is the calculated result of %hba1c. To determine the results if the correct set points were used, the od reaction monitor data for both t-hb and hba1c for every sample and a record of the actual calibrator lot the account was using at a specific date are needed. The account does not have a record of dates calibrator lots were in use and did not provide reaction monitor data. Therefore, it can not be determined exactly how the wrong set points affected each result. The calibrator set points were corrected. Root cause for the event was incorrect calibrator set points used since the install without updating for the subsequent lots.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high hemoglobin a1c (hba1c) results generated by au681-02e chemistry analyzer. The results were reported out of the laboratory, and were questioned by physicians. Subsequent testing in another lab produced lower results. The customer has not received any reports of patient treatments altered based on these results.